Manufacturer narrative:
The investigation into the access site bleeding ¿ major event has been completed. The device was not returned for investigation. The root cause of the access site bleeding cannot be determined since the product was not returned and enough clinical was not provided.

Event description:
The user facility reported a 60-year-old male patient in non-st elevated myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that heparin was held for slight right axillary insertion site ooze and hematoma. A hematoma was evacuated at pocket of impella insertion site. The patient was reported as stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.